Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the reservoir was not locking in place when she put it in the reservoir compartment. Customer's blood glucose value was unknown. Customer reported about the no delivery alarm but the alarm did not occur during manual prime. Customer was not able to troubleshoot at time of call. Insulin pump will not be returned for analysis.